Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("low back pain"), neck pain ("cervical pain"), swelling ("swelling") and cardiovascular disorder ("poor circulation"). The patient was treated with surgery (right side adnexectomy up to the uterus and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, hypersensitivity, headache, back pain, neck pain, swelling and cardiovascular disorder outcome was unknown. The reporter considered back pain, cardiovascular disorder, fallopian tube perforation, headache, hypersensitivity, neck pain, pelvic pain and swelling to be related to essure. The reporter commented: the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of product technical complaint (ptc) on 18-may-2021: ha reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), swelling ("swelling"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("poor circulation"), headache ("headaches"), neck pain ("cervical pain") and back pain ("low back pain"). The patient was treated with surgery (right side adnexectomy up to the uterus and left salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, swelling, hypersensitivity, cardiovascular disorder, headache, neck pain and back pain outcome was unknown. The reporter considered back pain, cardiovascular disorder, fallopian tube perforation, headache, hypersensitivity, neck pain, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.